Event description:
It was reported that short tip driver did not release from the implant. The device was loose but it could not disengage. After 10 minutes, the dentist was able to pull it out with a pair of tongs.

Manufacturer narrative:
One t3® non-platform switched parallel walled implant was returned for inspection with a short certain® driver tip. The driver tip is noted to be damaged on the rim of the hex tip. The o-ring is compressed inward and requires replacement. The products were functionally tested. The two devices were confirmed to become seized together when mated. The driver was tested on a house implant and confirmed to share a similar deficiency. The implant was able to mate with a house driver and disengage as normal. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: pick-up and delivery of implant: ¿care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. ¿due to wear, periodic o-ring replacement (irordr) is required for the certain internal connection driver tip.¿ complaint indicates the implant driver does not release from the implant and did not seat correctly in the driver. The alleged event was confirmed following inspection. A root cause for the complaint could not be determined. The following sections were updated: date of this report, date received by manufacturer, follow-up number, add follow up type, device evaluated by manufacturer: change ¿no¿ to ¿yes¿, add evaluation codes.